Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Olympus were uncertain whether the user conducted reprocessing in accordance with IFU or not. However, the foreign material possibly remained in the device due to physical damage of the device from the provided information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the plastic distal end cover had foreign objects. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope's distal end was burnt. The event occurred during inspection for use. There were no reports of patient harm.